Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple button alarms overnight. Subsequently, the customer received multiple quick bolus alerts. The customer's blood glucose level was 273 mg/dl. The customer delivered a bolus via the pump. The customer reported that the pump screen turned on and off as anticipated. The customer removed the pump from the case and reported additional quick bolus alerts without pressing the wake button. Reportedly, the customer has manual injections available as alternate insulin therapy.